Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00806. It was reported the patient had high impedances on the leads. It was also reported the patient noticed a complete loss of therapy approximately 2 months ago and the system was auto reducing. Troubleshooting took place but the outcome was unsuccessful. Surgical intervention took place where the leads were explanted and replaced to address the issue. Therapy was restored.